Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. It was also reported that the left ventricular assisted device (lvad) sensing had decreased. Boston scientific technical services (ts) then suggested to contact physician as the concern was to undersense the ventricular fibrillation (vf). Further information was obtained indicating that the low amplitude could be possibly due to either the surgery had slightly dislodged the wire or the lvad itself was doing the work of the heart that the muscle was not pumping at all. To date, this rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low amplitude. In addition, it was also noted that the left ventricular assisted device (lvad) sensing was decreased. Boston scientific technical services (ts) then advised to contact physician for ventricular fibrillation (vf) to be undersense. Additional information was received indicating that the cause of low amplitude was thought to be because of the lvad. Moreover, the patient was monitored by latitude. This lv lead remains in service. No adverse patient effects were reported.